Event description:
Patient's legal counsel reported that patient underwent a right total hip arthroplasty on (B)(6) 2007 and a left total hip arthroplasty on (B)(6) 2008. Legal counsel for patient reports patient right hip was revised on (B)(6) 2012 and the left hip was revised on (B)(6) 2012 due to patient allegations of bilateral pain, a pseudotumor, elevated cocr levels, inflammation, swelling, bone/tissue damage and lack of mobility. Following the revision procedures, patient alleges infection and dislocations resulting in debridement, placement of a PICC line, hospitalizations and outpatient therapy and treatment. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 14 of 14 mdrs filed for the same patient (reference 1825034-2013-00716 / 00729).